Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: a complaint of component damage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: the root cause of this failure was not identified as no product was returned. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced damage/deformation/cracking. The following information was provided by the initial reporter: material no: 10015012. Batch no: unknown. Was this an isolated incident or have you had other issues with this item? -the nurse reported that a similar event occurred in her area two weeks before but they did not report this event as they assumed it was an isolated incident. I understand that the other event that is mentioned below, occurred 2 week prior to the event on (B)(6). I can confirm the product involved in the event two weeks earlier was bd 10015012. Unfortunately I was not provided any additional details about this other event.